Manufacturer narrative:
UDI #: ((B)(4). Product evaluation: failure analysis for fiber (B)(4): the metal cap is detached and returned; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred on surface, and indications of slight melting on output window; the outer flow tubing open end exhibits signs of melting. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure at 43,000 joules and 4:40 minutes the fiber cap "which directs the beam at the end of the fiber does not hold at the end of the fiber". The fiber was exchanged and the second fiber was used to complete the procedure. The tip of the fiber was not cleaned during the procedure. Patient outcome: "ok" reported.